Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was running, the error code 6668 came up and took off the humidifier. The patient alleges that started to partially melt and it was too hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was running, the error code 6668 came up and took off the humidifier. The patient alleges that started to partially melt and it was too hot to touch. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation the manufacturer observed that a white dust like contaminate was observed externally and internally of the iso port, external on top enclosure, internal on the bottom enclosure, ui bezel, blower, and heater plate. White hairlike/fibers on the top enclosure, iso port, blower, heater plate, and bottom enclosure. The manufacturer was able to confirm the complaint of the sd card melted. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 15 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of the complaint of the sd card melted. The manufacturer observed dust contamination in the device and are consistent with being from an external source.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box h. The following correction has been corrected in this report. In box d: the device serviced by 3rdp has been corrected. In box h: the device eval. By mfg has been corrected.